Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that dft test failed at the implant. The physician elected to send a patient home with sotalol. During the follow-up, dft test was performed successfully. The patient was stable.